Event description:
The facility reported a colleague infusion pump with an undetermined service code. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version for this device is unknown at this time. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a undetermined service code was not confirmed during product evaluation. However, quality engineering confirmed that failure code 401:317:843:0000 was the last problem to occur before the pump was sent into service. This condition was due to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Additional information: the user interface module master software version for this device is vista minor(5.04.00). A service history review revealed that this device was previously serviced for the reported condition. The device has not been previously sent into service for the reported condition of "undetermined service." A device history review was performed finding no exception, nonconformance, or re-work that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.